Manufacturer narrative:
Thermogard xp ivtm system s/n # (B)(4) was serviced at customer's site. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection of the system was performed and found that the top lid was broken. The physical damage observed during visual inspection is unrelated to the customer's reported complaint. No additional visual issues were observed a review of the event log was performed and found no event to have occurred on the reported event date of (B)(6) 2016. The system failed initial functional testing due to a defective power supply. After replacing the power supply remedied the reported complaint. The functional tests and calibration test were performed. In addition, the electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary, the customer reported complaint was confirmed and was attributed to a defective power supply. The root cause was determined to be a defective power supply. The power supply was replaced to remedy the reported complaint. In addition, the top lid was also replaced and allowing the system to function as intended.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during preparation of the thermogard xp ivtm console ((B)(4)) would not start. The patient had not been hooked up to the ivtm when this occurred. A second console was used to start the therapy. The customer reported that there was no problems with the fuses or cables, with the console ((B)(4)) and the possible reason that ivtm would not start could have been due to the power supply. No patient involved during this event. No additional information provided.